Event description:
After angioplasty, a #6 fr angio-seal was placed. Five minutes later the pt developed nausea and vomiting, hypotension and unresponsive. The pt was transferred emergently to the operating room. A large retroperitoneal hematoma was found and repaired.